Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 59-year-old male with acute myocardial infarction complicated by cardiogenic shock, consistent with pre-support scai shock stage c, underwent impella cp implantation via right femoral percutaneous arterial access. During support, the impella functioned as intended at p-7 providing 3.1 l/min of flow with d5w sodium bicarbonate purge solution. While hospitalized, the patient, who was also supported with vav ECMO and dialysis, developed hemorrhagic shock and was transferred to the operating room for surgical intervention. The clinical consultant confirmed that the hemorrhagic shock was not associated with the impella device or its use. The source of the event was identified as the venous return cannula of the vav ECMO circuit, which was subsequently removed while va ECMO support was maintained. The impella cp was explanted and the patient survived. The impella cp performed as intended throughout support, and the reported hemorrhagic shock was attributed to the ECMO venous return cannula rather than an impella-related malfunction or use.